Event description:
Ventilator ceased operating & alarmed for power failure during pt care. Pt was manually ventilated while ventilator was exchanged. No injury occurred to pt. Hosp techs confirmed power supply failure in ventilator. Ventilator was repaired by MFR's service rep, & has been placed in storage pending it's return to MFR in exchange for another unit. Three other incidents since 5/4/95 have occurred with this ventilator, two of which involved "inop" conditions &/or a power fail alarm. The ventilator's power supply was replaced, & then failed to cause the current incident.